Manufacturer narrative:
The lead under complaint, as well as x-ray movies were available for investigation. The analysis of the provided x-rays confirmed an exposed and fractured conductor cable proximal to the rv shock coil in the implanted state. Subsequently the lead was subjected to an extensive analysis. Upon receipt the lead was found cut approx. 61.5 cm proximal to the lead tip. Only the distal lead fragment was received. In the course of the visual inspection multiple signs of wear along the lead fragment were observed. In particular between 15.5 cm and 18 cm proximal to the lead tip a damaged insulation was found. Furthermore immediately proximal to the rv shock coil the insulation was damaged. The conductor cable to the rv shock coil was found fractured and the proximal end of the conductor cable to the rv shock coil was exposed consistent with the clinical observation reported in the complaint description. Furthermore significant ligature marks were detected approx. 53.5 cm proximal to the lead tip which might have resulted from a tight suture. Apart from that the lead demonstrated severe extraction damages due to tensile forces which might indicate an increased ingrowth of the distal lead. Based on the characteristics of these findings, it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. In this specific case an accumulation of different factors might have contributed to the event, including a tight ligature which might have limited the relative movement of the conductor cables and a possible increased in-growth of the distal lead which might have impact on the maneuverability of the conductor cables. Moreover high activity levels of the patient and significant manual labor involving the upper body might be contributing to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 45 months, impedance values > 3000 ohm were reported during a follow-up. A possible insulation breach on the lead was assumed. The lead was explanted and returned to biotronik for analysis, but no explant date was provided. No adverse patient side effects have been reported.